Event description:
It was reported that the asymptomatic and non dependent patient presented in clinic for follow up on september 9, 2017. Upon interrogation, a drop in r-wave amplitude was noted on the right ventricular lead sometime in june. Capture testing revealed the lead exhibited non capture at max output and was capturing in the atrium. It was suspected that the lead had dislodged. The patient remained stable throughout device interrogation. The lead was capped and replaced on (B)(6) 2017. Patient was stable before and after the procedure.